Event description:
The doctor claims that the graft was implanted for an aortic aneurysm procedure and leaked approx 450ml of blood from the full length of its walls during the implant procedure. The doctor waited until the bleeding stopped before declamping. The graft was left in. The pt's post-operative condition was good. The graft had been soaked in rifampicin prior to implantation.